Manufacturer narrative:
On (B)(6) 2013, the patient's doctor contacted kerr to provide additional information. On (B)(6) 2013 the patient had four (4) composite filling for teeth #7, 8, 9, and 10. On (B)(6) 2013, the patient reported to the doctor's office that she had experienced an allergic reaction; however, the doctor did not see any indication that the patient had experienced any allergic reaction. On (B)(6) 2013, the doctor provided the patient with samples of the products that were used during the patient's procedure for allergy testing. On (B)(6) 2013, the doctor received the allergy testing results stating that the patient is allergic to the product. No blood work was done. The dermatologist used the samples on the patient's skin to conduct the allergy test; however, optibond's instruction for use stated to avoid contact with skin when using the material; uncured material may results in dermatitis. To date, the patient is alleging that she is still experiencing the allergic reaction. The doctor has not removed the fillings.

Event description:
A patient alleged that she had experienced an allergic reaction with symptoms of sweating, headaches, difficulty breathing, excessively hot mouth, confusion, hives and redness of the lips after receiving dental treatment with optibond all-in-one material.

Manufacturer narrative:
On (B)(6) 2013, the patient took an allergy medicine for her symptoms. On (B)(6) 2013, the patient visited her primary physician and was given a steroid shot. The patient's symptoms subsided; however, on (B)(6) 2013, her symptoms returned. The patient visited her dentist on (B)(6) 2013 to have her fillings removed; however, the doctor will remove the fillings pending a note from the allergist. The patient visited an allergist on (B)(6) 2013 and the allergist confirmed that she is allergic to the optibond all-in-one material. The patient is planning to have her fillings remove next week. To date, the patient is feeling better. The product was not returned and the lot number provided is an expired lot; therefore, no evaluations were conducted.